Event description:
It was reported that occlusion alarms occurred resulting in the customer going to the emergency room on (B)(6) 2025. Customer¿s blood glucose (bg) level was 483-489 mg/dl with ketones. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged later that day, (B)(6) 2025. Reportedly, the customer cleared the alarm and continued to use the pump for insulin therapy.